Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were placed over the cystic duct and were formed pear shaped. The clips were loose and slide up and down the duct. The procedure was completed with an alternate like device with no patient consequences reported.